Event description:
It was reported that bd facslyric¿ acquired erroneous results on patient samples. The following information was provided by the initial reporter: "there are fluctuations and discrepancies on the absolute counts performed on assay ud. 1. Are there erroneous results on patient samples for diagnostic test? (If yes, go to question #2, if no, no further questions required.) Yes. 2. Was there any delay of treatment due to the issue? (Go to question #3) no. 3. If patient samples were redrawn, was there any change or delay of treatment? (Go to question #4) no. 4. Was there any physical harm/injury to the patient due to the issue? (If yes, go to question #5. If no, no further questions required) no."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6. Investigation summary: ¿ scope of issue: the scope of issue is only limited to facslyric 3l10c instrument, part # 659180, serial # (B)(6). ¿ problem statement: customer reported a complaint regarding the instrument producing erroneous results. ¿ manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 14apr2021 to date 14apr2022. ¿ complaint trend: there are 8 complaints related to the issue of erroneous results; date range from 14apr2021 to date 14apr2022. ¿ manufacturing device history record (DHR) review: DHR part #659180 serial # (B)(6), file #659180-659180-r659180000161-105571717-17, was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the erroneous results was due to misaligned optics. The customer initially reported that they were observing fluctuations in the absolute counts on assay ud and an fse (field service engineer) confirmed these erroneous results before a service visit. The fse recommended that the customer test the instrument with trucount beads to observe the aborted events. During the service visit, the fse optimized the optical alignment. After this adjustment, the fse performed a cqc and pqc test and the instrument was functioning within specifications. Several days later, the customer also confirmed that the instrument was performing as expected and the results were within specifications. No parts were requested for evaluation as there were no parts replaced. Although the unexpected results were from patient samples for clinical use, no patient was treated nor harmed from incorrect results. The results were captured prior to any diagnosis decision and was reported to bd as not expected. There was no delay in patient treatment due to any unexpected results. Proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the user guide; bd facslyric¿ clinical system instructions for use, #23-19938-02 rev. 1/vers. A, page 165. The safety risk of this hazard has been identified to be within the acceptable level. ¿ service max review: review of related work order #: 02420439, case # (B)(4). Install date: 10apr2019. Defective part number: n/a. Work order notes: o subject / reported: 659180 - facslyric 3l10c instrument - absolute count discrepancies. O problem description: there are fluctuations and discrepancies on the absolute counts performed on assay ud. O work performed: (B)(6) 2022: optimization of the optical alignment with home positioning of the laser engines carried out. Performed cqc and pqc. Proper functioning verified: the instrument performs within the expected specifications and is ready to perform the routine without restrictions. Samples acquired with the customer and the absolute counts fall within the ranges dictated by the customer. Wait a few days of use to verify the resolution of the problem. 6/05/2022: customer confirms that the instrument is working properly and that the absolute counts are within the range established by them. O cause: optical misalignment. O solution: none. ¿ returned sample evaluation: a return sample was not requested because no parts were replaced. ¿ risk analysis: risk management file part # 10000063058ra, rev. 07/vers. Aa, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes or no? O azure ID: (B)(6). O ID: libivd-ra-395 3.1.119. O reg status: ivd; ruo. O hazard: loss sample and time. O cause: laser out of alignment. Laser beam drifted from the sample stream. User noticed peaks widen. O harmful effect: incorrect result. O risk control: daily pqc will detect the laser out of alignment. Facsuite clinical software or the facsuite software shall allow the user to perform laser alignment, when %rcv acceptance criteria are not met. O req link (azure ID): 92215 fs11-did-7127 auto-laser alignment, 92216 fs11-did-7131 auto-laser alignment. O implementation verification: libivd-15-04p. O effectiveness verification: libivd-15-04f. O probability: 1. O severity: 3. O risk index: 3. O residual risk evaluation: a. O new hazards: none. Mitigation(s) sufficient: yes or no? ¿ root cause: based on the investigation results the root cause of the erroneous results was due to misaligned optics. ¿ conclusion based on the investigation results the root cause of the erroneous results was due to misaligned optics. The fse confirmed the issue and optimized the optical alignment. After the alignment, the fse performed cqc and pqc tests and confirmed that the instrument was performing within the expected specifications. The customer also confirmed that the instrument was functioning as expected upon their on usage of it. No one was harmed or injured, and no medical diagnosis was performed due to any incorrect results. The safety risk of this hazard has been identified to be within the acceptable level.

Event description:
It was reported that bd facslyric¿ acquired erroneous results on patient samples. The following information was provided by the initial reporter: "there are fluctuations and discrepancies on the absolute counts performed on assay ud. 1. Are there erroneous results on patient samples for diagnostic test? (If yes, go to question #2, if no, no further questions required.) Yes. 2. Was there any delay of treatment due to the issue? (Go to question #3) no. 3. If patient samples were redrawn, was there any change or delay of treatment? (Go to question #4) no. 4. Was there any physical harm/injury to the patient due to the issue? (If yes, go to question #5. If no, no further questions required) no."